Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asgtfc009 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer that the patient went home with a 46-hour chemotherapy pump on (B)(6) and reported leaking. On (B)(6) 2023 source of leak was identified from port catheter (tail) a very tiny crack in tubing. Md was notified. This was a power-port 19g 0.75in needle. No other information was provided.